Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead and associated device displayed noise, oversensing and pacing inhibition. The system also displayed a lead safety switch due to out of range pacing impedances. The system also displayed undersensing. The patient was seen for a revision procedure where the lead was surgically abandoned; the device was explanted. There were no adverse patient effects reported. The device is not expected to be returned for analysis.